Event description:
I had saline implants put in and after about two years I started having horrific health issues. I even went septic at one point because my immune system is out of control. My inflammation on blood tests is that of someone with rheumatoid arthritis but I don't have ra. FDA safety report ID # (B)(4).